Event description:
On (B)(4) 2012, customer reported a leak at the needle of the lh500 instrument while troubleshooting aspiration errors. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and could not find any leaks. Fse replaced vl10 and cleaned the blood sampling valve. The repairs were verified per established procedures. No further leaks were reported.

Manufacturer narrative:
(B)(4).